Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient had equipment to donate because their body rejected the system. There were no product issues alleged. If additional information is obtained, a follow-up report will be sent.